Event description:
It was reported that the patient experienced a return of pain with new back pain a few weeks after being implanted. X-ray imaging was done and revealed the implant migrated and dislodged posteriorly causing a spinous process fracture.